Event description:
It was reported that the device was explanted approximately after implant duration of 11 months, due to dehiscence. Information learned from the operative report.

Manufacturer narrative:
Device not returned.